Event description:
It was reported that patient had left femur revision surgery due to nonunion. Screw was found to be broken.

Manufacturer narrative:
The reported event of the non-union for locking compression plate broad axsos 14 hole / l263mm 5.0mm locking set could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Conclusion: a male of (B)(6) with moderate overweight ((B)(6)) underwent a revision procedure for nonunion of a left femoral spiral fracture, acquired during a fall in the bathroom in (B)(6) 2014. This fracture was a periprosthetic (pp) fracture above stryker ts revision components, implanted in 2012 after failure of a previous revision of a stryker ts knee that was implanted in 2009 as revision for a failed unicondylar device of unspecified type. The proximal fracture area had very limited fixation with only 2 screws and 1 cable where both the cable and the second screw had very limited or no holding power due to location in or near the fracture. The screw fracture occurred in the most proximal screw which was the only fixation left proximal of the fracture while the plate below was standing off the femoral bone by at least 2-cm thereby further reducing the fixation potential in the most proximal femur. Root cause of failure is an adverse mix of patient related factors regarding impaired bone healing in a complex multilevel fracture plus procedure related factors regarding suboptimal fracture fixation with only one effective screw available for fixation in the upper femur segment where later the pseudarthrosis developed with screw fracture exactly at the location of overload, a final confirmation for the relationship between overload cause and screw fracture. There is no reason to suspect that device related problems have contributed to the screw fracture, the failure event sequence is almost self explanatory for clinicians. From the patient related perspective there is little information on other risk factors. Although there was a moderate overweight condition ((B)(6)) this was not really extreme and as such not very relevant. Screw fractures frequently occur after any osteosynthesis and virtually always are caused by inadequate fracture healing causing loss of bone support or limited fixation potential of the osteosynthesis in complex fractures. As such, principal cause of screw fracture is by an adverse mix of patient related and procedure related factors with no evidence for device related factors present. This pi case is not device related. (B)(6) md phd" ((B)(6) medical review) "the x-rays show a hypertrophic nonunion in the proximal part of the femoral shaft with implant failure (screw breakage and blackout) and varus deformation. The plate is proximally too short, at least two (better three) more screw holes would have been required for sufficient fixation. Only two screws have been inserted proximally to the fracture zone. In femoral plating a minimum of four (better five) screws proximally and distally to the fracture zone are required. The distal one of the proximal screws inserted screws is too close to the fracture gap. The fracture hole close to the fracture gap should be left blank in order to allow slight springing of the plate which is essential for micromotion and callus formation. The cerclage in area of the gap affects the blood supply of the fracture zone." ((B)(6) md, dipl.-ing.) A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient had left femur revision surgery due to nonunion. Screw was found to be broken on x-ray.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.